Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the DHR was performed for this lot and no ncmrs have been initiated related to this failure mode. Additionally, ncmr history from the last 6 months ((B)(4) 2011) was reviewed and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no other complaints of pseudoaneurysm were found. The product IFU was reviewed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on available information, the root cause of the pseudoaneurysm is unk.

Event description:
This was the physician's first case with the axera device. The physician performed an interventional procedure on a somewhat heavyset pt and access with the axera device went smoothly without any issues. The introducer sheath was pulled 2 hours post procedure. Pressure was held for 14 minutes and the pt ambulated 2 hours later. There were no reported complications or problems reported that day. The next morning when the pt got up, he complained of a burning sensation in the leg. An examination revealed a >6cm hematoma. Ultrasound revealed a pseudoaneurysm. The pseudoaneurysm was expressed and became soft. Vessels were neither calcified, nor tortuous. Access site and pseudoaneurysm were in the common femoral artery. A radiologist treated the pseudoaneurysm with thrombin injections. Pt discharged on (B)(6) 2011 with no further complications.